Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that loss of sterility occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. The protective plastic cover, which is designed to provide a sterile covering for the catheter, was found to be torn and damaged.